Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6563735.

Event description:
Manufacturer reference number: 1627487-2023-04579. It was reported that the patient was experiencing ineffective therapy. As a result, surgical intervention was taken on (B)(6) 2023 where the leads were replaced to address the issue. It is unknown which s2 lead cause ineffective therapy.

Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.